Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: the sutures are pulling off the needles. A new reload was used. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time. Nothing fell into the patient's cavity.